Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. The malfunction code did not recur, and the customer was instructed to continue using the pump. The caller was advised to call back if any issues arose again, and they acknowledged understanding.